Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2013-07695. The serial number (B)(4) and catalog number 6082000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # # 0001831750-2013-07695 for full reporting.

Event description:
It was reported that the cot leans with patient weight. It was further reported that a patient fell out of the cot after it tipped over. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot leans with patient weight. It was further reported that a patient fell out of the cot after it tipped over. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.